Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not available for evaluation. The most likely cause for the reported failure is attributable to use error as historically, overheating has been known to occur when the device is operating without irrigation. Directions for use specify the required use of irrigation. As no further investigation was able to be performed no change in harm was identified. Complaint trending for this event will be performed per wi-000100100.

Event description:
On 02/18/2022, it was reported by a facility representative via sems that an ar-8330h shaver hand piece plug was excessively hot and shut the console down. This was discovered during a procedure, with no patient harm. Requested additional information. Additional information 02/23/2022 on 02/23/2022, it was reported by a facility representative via email that an ar-8330h shaver hand piece plug was excessively hot and shut the console down. This was discovered during use in a knee procedure on (B)(6)2022.  The case was completed by using a new ar-8330h, with no patient harm.